Manufacturer narrative:
Technician stated that the bed has been repaired and a work order will be booked for the repair.

Event description:
Technician alleged that the actual problem was that the bed would not send a signal to the nurse's station when the pulmonary percussion module alarmed at the bed.